Manufacturer narrative:
H3, h6: the device, used in treatment, will not be returned for evaluation. Per communication, the device was disposed of following its use. We have been unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. No batch/lot detail has been provided, due to this we are unable to conduct a review of the device history. However, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Clinical review reports that during the use of the renasys device maceration of a foot wound occurred. One photo of the wound has been provided for review and supports maceration at some point but no other images were provided to confirm or provide information of how the wound changed over time. Per e-mail communication, the maceration was treated with a dressing change and a back-up device. Conclusion: the information provided is insufficient to determine whether the reported maceration is due to pre-existing or concurrent medical conditions or if the device was used for its therapeutic purpose as intended. The causal relationship between the renasys device and the reported issue cannot be confirmed. The renasys IFU contains the following caution: ¿when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt).¿ the future impact to the patient beyond the reported cannot be determined. Should information become available this complaint can be re-assessed. The risk files reviewed contains multiple failure modes that can lead to maceration, including but not limited to, blockage in the dressing or tubing, exudate pooling and excess wound filler being used. Without further information into the cause of the harm, a precise failure mode cannot be assigned. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer observes again maceration under the npwt bandages, which are highlighted on the feet. Our products have been working in the clinic for years and these problems have only arisen for a short time. The product cannot be picked up because it is disposed of after changing the dressing. No batch number known since the problem occurred after changing the dressing. Maceration was treated with conservative treatments to save the skin, npwt was canceled. There was a delay in treatment and a backup from another company was available.